Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the non-tortuous and mildly calcified in the right anterior tibial artery. A 3.00 x 38 synergy ii drug-eluting stent was loaded onto the guidewire and was advanced to the sheath for treatment. However, the balloon and the stent portion of the device separated from the main delivery system shaft. The break occurred at about 15 cm from the distal tip of the device. The device was removed intact and the procedure was successfully completed with another of the same device. No patient complications were reported.